Event description:
A cordis trapease ivc filter was placed at another hosp for treatment of pulmonary emboli that recurred despite anticoagulation. Pt was also placed on lovenox at the time of filter placement. Pt was transferred to another hosp because of lower extremity edema described as "weeping" and "4+" by examining physicians. Pt also had "massive" scrotal swelling.